Manufacturer narrative:
This is a retrospective electronic medical device reporting, as a correction of deficiencies observed from usfda inspection (y2023). Some information (especially the patient information) was not available as the event was occurred in 2021. The is an initial and also a final report to FDA, supplemental report is not available as the incomplete information was no longer accesible.

Event description:
Can not zeroing ibp.